Event description:
The patient fell and fractured the lead. The lead was replaced.

Manufacturer narrative:
Product ID: 355031, lot# n261750, implanted: (B)(6) 2010, product type: screening device. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 3887-33, lot# j0314145v, implanted: (B)(6) 2003, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3887-33, lot# j0313942v, implanted: (B)(6) 2003, explanted: (B)(4) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).